Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the bd autoshield¿ duo pen needle was unable to deliver medication. The following information was provided by the initial reporter, translated from german to english: nothings comes out when you press the button at the top please contact the patient as soon as possible.

Event description:
It was reported that the bd autoshield¿ duo pen needle was unable to deliver medication. The following information was provided by the initial reporter, translated from german to english: nothings comes out when you press the button at the top. Please contact the patient as soon as possible.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown. E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.